Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded on the device. In addition 8 cartridge reloads were received for analysis. Cartridge (c, d, e) tr35w, g5yn7d were received unfired and inside their sterile package. Cartridge (f, g, h, I, j) tr35w, m5208n were received unfired and inside their sterile package. The cartridge (b) was received partially fired 2/3 and with the cartridge lock out tab normal and the cartridge pan partially dislodged at distal end. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with the returned reload (c) and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the knife cut the full length? When during the procedure was the pan detachment noticed? What provisions were made to establish proximal and distal control of the vessel prior to firing? Were any clips used in the procedure? How was the case completed? Will the devices used in procedure be returned or only sterile samples? Current patient status?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: update to event description- it was reported by the sales rep that during a laparoscopic lobectomy, bleeding occurred after the second firing on the pulmonary vein with loading a white reload. It was found that the staples from the middle to the distal end were not deployed and the cartridge pan came off. The device was used on the pulmonary artery with the original cartridge at the first firing. The procedure was converted from a laparoscopic procedure to an open procedure. Ligation was performed to stop bleeding. The amount of bleeding was unknown. The patient received a blood transfusion but the amount of blood transfusion was unknown. The patient was still in the hospital as of third april but recovered. The sales rep who attended the operation commented that the second cartridge had been loaded into the device correctly after the jaws had been cleaned and wiped. The device approached the target tissue without extra pressure and the cartridge was being loaded properly on the device when it was checked through a screen.

Event description:
It was reported that during a laparoscopic lobectomy, bleeding occurred after the second firing on the pulmonary vein with white reload. It was found that the staples from the middle to the distal end were not deployed and the cartridge pan came off. The device was used on the pulmonary artery with the original cartridge at the first firing. The procedure was converted from a laparoscopic procedure to an open procedure. Ligation was performed to stop bleeding. The amount of bleeding was unknown. The patient received a blood transfusion but the amount of blood transfusion was unknown. The patient was still in the hospital as of (B)(6) but recovered. The sales rep who attended the operation commented that the second cartridge had been loaded into the device correctly after the jaws had been cleaned and wiped. The device approached the target tissue without extra pressure and the cartridge was being loaded properly on the device when it was checked through a screen.